Event description:
The customer is questioning the out of range low quality control results generated while using the clinical chemistry creatine kinase, lot # 52044hw00. There was no impact to patient management reported.

Manufacturer narrative:
An investigation has determined that some cartridges with ck lot # 42044hw00, expiration october 19, 2007, may cause decreased qc and/or patient results, increased imprecision, and error code 1054 (unable to calculate result, reaction check failure) when a cartridge is initially placed into use on the architect c-system. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.